Event description:
Ous MDR - this lead was explanted after an implantation time of about 30 months, due to inappropriate shocks. The lead was replaced with another lead. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. In addition, the conductor cable to the ring electrode was found ruptured and pulled apart. Damage symptoms such as those, require the presence of excessive mechanical stress. Since there was no indication of a material or manufacturing problem, traction forces during the explantation procedure should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.